Event description:
Asr revision; asr hip resurfacing - right; reason for revision: femoral neck fracture on resurfacing (within 3 months of post op).

Event description:
Reason for revision: femoral neck fracture on resurfacing (beyond 3 months of post op).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.